Manufacturer narrative:
D4 and h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, it was determined that patient and order not crossed. The technical support specialist (tss) started structured query language (sql) agent service and restored sql server management studio (ssms) access. Verified message processing via downtime query with no disconnection. Accessed report server and cycled extract transform load (etl) services (disable/enable) to clear delays. The system functioned as intended after the technical support specialist (tss) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, patient and order not crossed. However, there were no delay to patient care and adverse events or injuries reported based on this incident.